Event description:
It was reported that a user experienced hypoglycemia while using the ilet after a usual carbohydrate breakfast, with the pump displaying 67 mg/dl and a concurrent fingerstick reading of 58 mg/dl; the user had previously risen to 226 mg/dl postprandially and treated the low with oral glucose (grape juice), returning to range by the end of the call. Symptoms included lightheadedness and sweating during the low, with no symptoms reported at 226 mg/dl. Outcomes included self-treatment with oral carbohydrates and recovery to an in-range glucose without medical intervention. Investigation included troubleshooting and education. Investigation of this case revealed no device malfunction reported and an unclear cause of the hypoglycemia relative to meal timing and automated dosing. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.